Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was battery acid in the remote monitor. The batteries were changed out; however, the remote monitor did not turn on with the new batteries. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.